Event description:
Patient underwent coronary angiogram. Angioseal was deployed, however the anchor did not maintain resulting in angioseal failure requiring manual compression of groin. Lot # 5800729. No groin issues after manual compression.